Event description:
It was reported that during a percutaneous coronary intervention procedure, gauge reading issues occurred. The target lesion being treated was located in a non calcified unspecified artery. An encore 26 inflation device was used to inflate a non-bsc balloon catheter. During inflation attempts, the encore inflation device was able to apply pressure but the gauge needle was stuck. The procedure was completed with another of the same device. No patient complications were reported and patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: the unit components were visually examined for any damage or defect and it was noted that there was a crystalline substance most probably contrast medium blocking the flexcil tubing of the encore device. The unit could not be inflated initially due to the blockage of the flexcil tubing therefore before completing functional testing the crystalline substance was dissolved and removed by repeatedly flushing the device with hot water. No air bubbles were emitted at 2atm, 13atm or 26atm. The results were within the parameters of gauge accuracy test. There were no self releasing issues. The unit maintains a vacuum in side load position. The unit passed pressure damping test. There was no bubble leakage after it was primed with water before withdrawing the plunger to create a vacuum. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure, gauge reading issues occurred. The target lesion being treated was located in a non calcified unspecified artery. An encore 26 inflation device was used to inflate a non-bsc balloon catheter. During inflation attempts, the encore inflation device was able to apply pressure but the gauge needle was stuck. The procedure was completed with another of the same device. No patient complications were reported and patient's status is good

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).